Event description:
It was reported the xenon light source exhibited connection problems. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and corrections. Updated fields: b5, d8, h2, h6 and h11. Corrected fields: a2, a4, a5, a6, b5, b6, b7 and h6. The device was not returned to olympus for inspection, however and the reported failure was confirmed by advanced customer experience (ace). Based on the results of the investigation, for the reported malfunction connection problem the cause was traced to be a component failure like dirt or dust problem. Date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There were no reports of patient harm. No additional information received from customer.